Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A family member reported blank displays from the customer's insulin pump, unresolved after battery changes. During troubleshooting the display returned to the device. A battery cap was sent to the customer as a courtesy and to rule out the possibility of a faulty battery cap being the cause of the blank display. A battery out limit alarm was also resolved by the battery change and troubleshooting from the 24 hour helpline. It was advised to monitor the device after receiving the battery cap. The customer's blood glucose value was 118 mg/dl. No further information was provided.